Event description:
Per the clinic, no connection could be made to the internal device, and the issue could not be resolved. The device was explanted (B)(6) 2013, and the patient was reimplanted with a new device during the same surgery.the device has not been made available for analysis as of the date of this report, (B)(6) 2013.

Manufacturer narrative:
(B)(4): device currently unavailable.

Manufacturer narrative:
The report was filed in error; this is a duplicate report of MFR # 6000034-2013-01785. All further communications will be filed under MFR # 6000034-2013-01785. This report is filed november 21, 2013. Device currently not available.